Manufacturer narrative:
Based on the limited information provided at this time, no definitive conclusions can be made. A review of the manufacturing records shows that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. Note: section a through d. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following allegation was reported by davol by the patient. The patient has alleged that in 2011 she underwent a hernia repair procedure and was implanted with a bard ventralight st patch. She has alleged that on (B)(6) 2015, she underwent explant of the patch and she states that her surgeon told her the mesh was explanted because "it would not stay in place." The patient has also reported that prior to the bard mesh implant she was, on 3 separate occasions, implanted with another manufacturers mesh.